Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a thermocool smarttouch sf catheter, the patient experienced a pericardial effusion. The pericardium was punctured and blood was removed. The report indicated that after right ventricular outflow tract (rvot) vt ablation procedure, a pericardial effusion was seen in transthoracic echocardiogram (tte). The pericardium could be punctured without any problems and 600ml blood was removed. No further complications were reported. No problems related to johnson & johnson products. No transeptal puncture was performed. The products were discarded, and lot numbers were not available. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was the patient's condition. The patient fully recovered (no residual effects). The energy delivered was radiofrequency (rf). No ablations were performed within nor outside the pulmonary veins. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameter used for stability was default. No additional filter was used with the visitag. The color option used prospectively was fti. An ngen generator was used for the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).